Manufacturer narrative:
Plates and screws would have been used in the case, but at this time we do not know how many or which plates and screws were used. Additional information regarding the case has been requested, but has not been received. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a revision surgery was required on a patient that had sternal closure with plates and screws.